Event description:
The patient reported an assault that resulted in lead migration. Revision procedure is pending.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7160615, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).